Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, yellow particles on fill channel, and a linear opening on the posterior. Leak test and microscopic analysis were performed which identified a smooth crease opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on the posterior assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported and confirmed capsular contracture, baker grade IV, and deflation.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.